Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use with a patient, a smiths medical portex® blue line ultra® tracheostomy tube was noted to be larger than other tracheostomy (trach) tubes. There were no reported adverse patient effects.